Manufacturer narrative:
The getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue. To resolve the issue the fse replaced the pcb executive processor. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during a self-test, performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) the pcb executive processor failed test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a self-test, performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) the pcb executive processor failed test. There was no patient involvement, and no adverse event reported.